Manufacturer narrative:
(B)(4). The ac infusion rate was set to 0.8 and the inlet:ac ratios were 30 (this is above our recommended range for tpe procedures). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Event description:
During a therapeutic plasma exchange, the doctor claimed that the patient experienced hypotension and nausea because he got hypovolemic at the end of the procedure, just before the rinse back. The customer would like the run data file analyzed to determine if anything unusual happened. The patient information is unavailable at this time. This report is being filed due to insufficient information provided at this time to determine if medical intervention occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process a follow up report will be provided.

Event description:
The customer does not want to return disposable set.